Event description:
It was reported via repair work order that the auxiliary outlet was not working on the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the auxiliary outlet was not working on the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the auxiliary outlet was not working on the bed. Follow-up submitted to report that the customer performed the evaluation and reported that they resolved the issue. Customer performed evaluation.